Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during procedure that vasoview hemopro 2 would not deliver energy to transect the vessel branch. Changing out the extension cable and then the adaptor did not fix the problem. Another kit was opened, which worked fine, and the case was finished without further delay. There was a short delay in procedure to trouble shoot and then to open another kit. The harvester did not do a pre-procedure test on a wet raytec to test operability of device.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, b5, e1, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/06/2025. An investigation was conducted on 11/12/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact clear silicone insulation on both the cold and hot jaws. Tissue was observed on the base of the intact jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000502474 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 would not deliver energy to transect the vessel branch. Changing out the extension cable and then the adaptor did not fix the problem. Another kit was opened, which worked fine, and the case was finished without further delay. There was a short delay in procedure to trouble shoot and then to open another kit. The harvester did not do a pre-procedure test on a wet raytec to test operability of device. The beeping sound was heard when the toggle was pulled back to activate the device. Power supply setting at 3. No patient harm or injury due this incident.